Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, there are allegation of visualization of particles. Additionally, had a presence of error code 20 (err_motor_spinup_flux_low). The device was scrapped by the service center after the evaluation was completed.